Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps included swapping the maj-1430 video cable connector from a working room to the non-working room to isolate the issue, which resolved the problem. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported color bars during inspection for use involving an olympus colonovideoscope. There was no patient involvement.